Event description:
It was reported that during a surgery the implant was incompatible with the instrument and therefore not possible to use. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-3600-1 fibertak was received for investigation. Visual evaluation of the returned device noted the suture was no longer assembled to the driver. Further visual evaluation noted that one of the prongs of the tip of the inserter was slightly bent and the suture anchor had some fraying. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.